Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a planned treatment/non-emergency treatment, and the procedure was completed by moving the patient to another room. The customer reported that the device was down as there was no geometry movement at all. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The reported issue reoccurred after 6 days, and as a resolution the fse replaced the geo ipc. After replacement of the geo ipc, the system was returned to use in good working order.

Event description:
It was reported to philips that the system was down as the geometry movements were not available. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.